Manufacturer narrative:
Patient initials were requested but could not be provided. Serial number was requested but could not be provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 43 days (16apr2022 to 29may2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 09:06 due to the rsoc and bus voltage simultaneously diminishing to ~0v with a loss of ac power on the mobile power unit. The backup battery was able to provide power to the pump during the alarm. The driveline was subsequently disconnected from the controller on (B)(6) 2022 at 09:07. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 04jun2022 stated that the serial number of the mpu cannot be provided. It was unknown that the patient has the v-lock power cable connector. The mpu¿s ac power cord did not come loose at the wall outlet or the device itself. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to clinic with a driveline fault alarm and a cut in their driveline above the modular connection. The driveline was manipulated in clinic which activated the alarm again. The patient was asymptomatic at the time. Both system controllers were upgraded to software version 1.7 but this did not resolve the issue. Log file analysis captured power cable disconnect, low power hazard and no external power alarms on (B)(6) 2022 while the patient was tethered to the mobile power unit (mpu); this was caused by power to the mpu being briefly interrupted. Additionally, the log file captured driveline disconnected and lvad off alarms on (B)(6) 2022 where the driveline was disconnected from the system controller. The log file additionally captured driveline power fault, low flow, driveline disconnect, and lvad off alarms where the pump intermittently powered on and off from 12:16 pm to 3:16 pm. Driveline power faults continued intermittently throughout the end of the log file. The patient was admitted urgently for a transplant. Related pump MFR #: (B)(4). Related system controller MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.